Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
A biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine motherboard was identified as having a black burn/scorch mark at capacitor c20. The issue was observed while the system was prepared for use at the start of the day. Therefore, no patient or treatment was impacted. The biomed indicated that the motherboard was replaced to resolve the issue. Follow-up was provided by the biomed who revealed that the board appeared to have gotten "wet and bleached" during the staff cleaning procedure performed on the machine. No sparks or flames were observed, and no smoke was visible. The unit has been returned to service at the user facility without a recurrence of the event as reported. The motherboard was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer provided follow-up which revealed that the motherboard was burnt at the c20 connection, but was exposed to water previously. The biomed replaced the motherboard to resolve the issue. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.